Manufacturer narrative:
The insulin pump was monitored for 2 days. The unit was set to the proper time and date. All operating currents were within specification. The unit passed the displacement test and self-test. No serial-peripheral-interface-to-motor-programmable-integrated-circuit communication error alarm or unexpected off no power alarms were noted. The unit functioned properly. The unit was also received with a cracked case on the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the serial peripheral interface to motor programmable integrated circuit experienced a communication error. The customer stated that she had finished working out and was at a grocery store when the device alarmed. Her blood glucose was 143 mg/dl. She noted that the alarm occurred thrice on (B)(6) 2015. She stated that she was unable to program the time/date into the utilities menu. She stated that when she pressed act, nothing happened. The device passed the self-test. She also reported that the device alarmed off no power thrice on the day of the call as well. She did not receive low battery alert prior to the off no power alert. She stated that the battery had not been previously used, nor was the insulin pump dropped or bumped. She was advised to discontinue use of the insulin pump and revert to a back-up plan. She was advised to replace the insulin pump and agreed to return the device for analysis.